Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy on (B)(6) 2014. Dexcom technical support was unable to reach the patient to gain additional information despite multiple follow up attempts to get in touch with the patient.at the time of the call to dexcom technical support, patient's did not report any medical intervention or injuries.